Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. Any involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom (door not fully latched) caused by a failed lower auxiliary. The lower link switch was found to stick, causing the failure. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.